Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened slightly. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, the clip slightly opened but remained stable on both leaflets and the residual mr slightly increased. The residual valve area made it not possible to place an additional clip, so procedure was completed with one clip implanted, reducing mr to 2-3. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.